Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's pacer rate and pacer output were erratic and could not be adjusted. Complainant indicated that there was no pt involvement in the reported malfunction.